Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Investigation suggests the malfunction was likely due to component failure or a stress-related issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope was found to have a chipped probe cover. There was no patient involvement.